Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The severely calcified lesion was located in the mid left anterior diagonal (lad) artery. The quantum maverick balloon ruptured at 18 atms on the first inflation. The procedure was competed with another of the same device. No injuries or pt complications were reported. The pt's status is reported as "good".